Event description:
It was observed during the device inspection, that the video system centers front panel was blinking due to faulty front panel unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d4 (UDI number8, d9 and e1(establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. It is likely due to a faulty front panel. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.